Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no pre-dilation was performed on the patient with aortic valve stenosis. The valve was started to be expanded from the lower end of the pig tail catheter placed in the non-coronary cusp (ncc). At the stage when it was extended to node 3, the patient developed a complete atrio-ventricular block (cavb). The valve was not recaptured, and placement was completed at 3mm on the ncc.  The patient returned to the room with temporary pacing still in place. Av conduction was temporarily connected during hemostasis, but it was decided to place temporary pacing just in case. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b.2, b.5, and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received that the av conduction was temporarily connected means that the p wave on the electrocardiogram was able to be confirmed however the v wave did not appear regularly. The patient had atrial fibrillation (afib) and there was a possibility that the av conduction may be connected therefore a permanent pacemaker was implanted.